Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-aug-09. The rep sent in the data report for technical services to look at. The data report had system information of a rom ID: 02.02, rom version 01.00.00, firmware app ID of 02.00, firmware app version n01.08.00, and a configuration version of 15.12. Additional information was received from the rep on 2018-aug-14. The rep indicated that they did not know the patient¿s weight at the time of the event. The patient said that they were unaware of this happening again. At this time, it has not happened again. The rep noted running a report and sending it to technical services. The rep spoke with the patient on (B)(6) 2018 to confirm the answers and the rep would also be seeing the patient on (B)(6) 2018 or the week after for a follow up. Technical services responded to the rep and indicated that based on the data report, on (B)(6) 2018 the ins battery depleted to 0% and the stimulation was turned off automatically (as expected to at that level). On (B)(6) 2018 the patient turned the stimulation off and on (B)(6) 2018 between 11:09 and 11:30 the patient turned stimulation on, then off, then off again, and then on. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2018 and again on (B)(6) 2018, the patient's therapy / stimulation had suddenly turned off without the patient touching the controller. They then checked their controller, which indicated the stimulation was off. It was confirmed that both times this occurred the ins was charged, and the patient was using the buttons on the front of their controller and had not used the buttons at the top of the controller. The patient had tried removing and re-inserting the battery pack in their controller but that did not resolve the issue. Troubleshooting was performed on the call with patient services. It was determined that the controller was working as intended. They were redirected to the doctor to have the ins checked. On (B)(6) 2018, a manufacturer representative (rep) requested assistance with running the device report to determine when the ins was on and when it was off. They also reviewed the patient's adaptive stimulation settings, and the rep confirmed that there were no intensity settings of 0 milliamps (ma) in the group the patient was using however, the other groups the patient was not using did have some settings at 0 ma. It was requested that the rep send the report to technical services once it becomes available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2018 and again on (B)(6) 2018, the patient's therapy / stimulation had suddenly turned off without the patient touching the controller. They then checked their controller, which indicated the stimulation was off. It was confirmed that both times this occurred the ins was charged, and the patient was using the buttons on the front of their controller and had not used the buttons at the top of the controller. The patient had tried removing and re-inserting the battery pack in their controller but that did not resolve the issue. Troubleshooting was performed on the call with patient services. It was determined that the controller was working as intended. They were redirected to the doctor to have the ins checked. On (B)(6) 2018, a manufacturer representative (rep) requested assistance with running the device report to determine when the ins was on and when it was off. They also reviewed the patient's adaptive stimulation settings, and the rep confirmed that there were no intensity settings of 0 milliamps (ma) in the group the patient was using however, the other groups the patient was not using did have some settings at 0 ma. It was requested that the rep send the report to technical services once it becomes available. No further complications were reported or anticipated.